Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes was missing a label ID. No serious injury or medical intervention was reported. Verbatim: "the complaint product was found during labelling process at (B)(6). When we remove the product from the carton we found the product with no label ID (inner pack) as many as 1 box (100 ea)".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing label with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes was missing a label ID. No serious injury or medical intervention was reported. Verbatim: "the complaint product was found during labelling process at aam ndc cikarang. When we remove the product from the carton we found the product with no label ID (inner pack) as many as 1 box (100 ea)".